Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, increased capture threshold was observed. X-ray revealed externalized conductors between the svc and rv shock coils. The lead remains implanted with no adverse consequences to the patient.

Event description:
New information notes that the patient received inappropriate high voltage therapy due to noise. The lead was capped and replaced.